Event description:
Cust reported to customer service that her pump in style transformer was coming apart and she could see the wires through the main part.

Manufacturer narrative:
A replacement power supply was sent to the customer. At the time of this report contact with the customer to get additional info was not successful. The product involved in this complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. However, the customer did state that the transformer was coming apart and she could see wires which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4) in order to determine root cause and will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.